Manufacturer narrative:
Siemens filed the initial MDR# 2432235-2011-00090 on (B)(4) 2011. Updated (B)(4) 2012: siemens released urgent field safety notice #(B)(4) in (B)(4) 2011, to advise customers and service personnel of the correct ppe to be used when performing a troubleshooting procedure using ez kleen.

Manufacturer narrative:
The operator was wearing a gown, gloves and safety glasses. During the maintenance procedure, a reagent tubing line popped off and caused the ezkleen reagent to splash on the operator. The liquid splashed on his forehead and then trickled down into his eye behind the safety glasses. The tubing line was re-connected. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Ez kleen reagent fluid was projected onto the operator's face while performing maintenance on an advia 2120 instrument. The operator was diagnosed with a corneal abrasion and received antibiotic drops.